Event description:
It was reported that two years prior, the patient had presented in the clinic with an apparent fracture on the right ventricular (rv) lead. The lead was tested via a ventricular fibrillation (vf) induction using the rv coil, and functioned appropriately. Recently, the lead integrity alert (lia) triggered, and the rv lead exhibited noise and out of range impedances. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The proximal and defib conductors were fractured. The outer tubing overlay was melted and the outer insulation exhibited a cosmetic depression.